Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.017, lot# 9428332. Manufacturing location: (B)(4), manufacturing date: mar 27, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for an open reduction internal fixation (orif) of the hip using trochanteric fixation nail advanced (tfna) on (B)(6) 2016. It was noted that the 3.2 mm wire guide sleeve would not slide down into a blade/screw guide sleeve. The procedure did not start yet however, the patient was already in the room and put under when the surgical technician attempted to assemble the two devices. The surgeon had to abandon the original plan and switched to trochanteric nail fixation (tfn). Procedure was successfully completed without surgical delay. The patient status/outcome was reported as stable. Postoperatively, the sales consultant tested the same 3.2 mm wire guide sleeve with a backup blade/screw guide sleeve and it was fine. Concomitant device reported: 3.2 mm wire guide sleeve (part# 03.037.018, lot# 9317456, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed on the returned device (blade/screw guide sleeve, part # 03.037.017, lot # 9428332). This complaint is confirmed. The product was returned in a packaging different from the original packaging. The laser marking was readable. Three spherical pits were visible at the location of the hole ø11.1 on the head side. Additional as received condition of device: traces of repeated use were visible on the whole part, especially at the location of the head. One red color marking (area 10x20) was observed to be absent. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The investigation revealed that the cause of the complaint (guide wire would not slide down into the guide sleeve) was most probably due to a wrong placement of product 03.037.024 (tfna helical blade impactor) on 03.037.017 (guide sleeve) and subsequent hammering on product 3.037.027 in order to insert the blade impactor into the guide sleeve. Traces of the wrong placement and subsequent application of strong forces are visible on the inner part of the guide sleeve (3 round marks). These round marks lead to small elevation in the inner surface of the guide sleeve, which finally lead to the fact that the impactor could not be introduced anymore. The lots of the raw material of component 03.037.017-us are tracked by order number (fauf) and not by lot number. Therefore the check was done based on fifo (first in/first out) by investigation of the raw material orders, which were closest to the start of the manufacturing order of the component. It was found that the used raw material fulfilled the specifications. Based on this the complaint is confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Additional finding: as mentioned above, the red color marking (area 10x20) was observed to be absent (not complained by the customer). During production the color marking is checked on a 100% basis. The DHR was checked in relation to this failure and no issue or deviation was found which could lead to the observed missing color marking. Also the material certificate for the used color was checked. These facts lead to the conclusion that the missing color is not related to a manufacturing issue. A 3.2mm wire guide sleeve (part# 03.037.018, lot# 9317456, quantity 1) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.